Manufacturer narrative:
The insulin pump passed the displacement test, the self test and the reset error test with no alarms noted. However, alarms were noted in the history screen due to a corrupted history file. The insulin pump was received with a cracked case at the display window corners, broken reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed for a corrupted history file and for an unexpected restart. The insulin pump was not stored or out of use for an extended period of time. The blood glucose reading was 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.